Event description:
The distributor reported on behalf of their customer that krr100, infinity retro-reamer, 10 mm was being used during an anterior cruciate ligament reconstruction all inside procedure on (B)(6) 2025 when it was reported ¿when touching bone, the drill breaks from the black part." Further assessment questioning found that the "black part" of the device (laser mark that indicates depth) did fragment and was retrieved with the use of a grasper clamp. The procedure was completed with the same alternate device and a 10-minute delay. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received.

Manufacturer narrative:
Reported event ¿black part that indicates the depth did fragment and was retrieved¿ was confirmed. The returned used device, item krr100, was evaluated and found device broken off at the tip. Broken pieces were returned for evaluation. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 1 complaint, regarding 1 device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that prior to use, remove all protective packaging and tip protector, if applicable. Inspect instruments prior to use to ensure they are in good physical condition and function properly. There should be no loose, broken, or misaligned parts. Do not use excessive force on instruments to avoid damage or breakage during use. Do not use instruments to pry, as bending or breakage may occur. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of their customer that krr100, infinity retro-reamer, 10 mm was being used during an anterior cruciate ligament reconstruction all inside procedure on (B)(6) 2025 when it was reported was reported ¿when touching bone, the drill breaks from the black part.". Further assessment questioning found that the "black part" of the device (laser mark that indicates depth) did fragment and was retrieved with the use of a grasper clamp. The procedure was completed with the same alternate device and a 10-minute delay. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.